Event description:
The heart-lung console did not switch from ac to battery power as expected when disconnected form the ac mains source. The event occurred during servicing of the device, not during or immediately prior to its use in the clinical setting.